Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
An asymptomatic patient presented to the ER due to the ICD sensing p-waves on the ventricular lead. As a result the patient received inappropriate hv therapy. X-ray revealed that the lead was pulled back in the right atrium. The lead was repositioned.